Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. After a guide wire crossed the lesion, a 8.0mmx40mmx135cm sterling&#10242;balloon catheter was advanced for predilation of the lesion. The balloon was inflated for five seconds, however the balloon ruptured at five atmospheres on the first inflation. The device was completely removed from the patient's body. The device was exchanged to another 8.0mmx40mmx135cm balloon catheter and the procedure was completed by implantation of an epic stent. No patient complications were reported and the patient&#38112;status was good.